Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre wireguied balloon dilator was used in an a procedure on (B)(6), 2009 (patient age, gender, weight and identifier are unknown). According to the complaint, during the procedure the balloon failed to inflate during the case. No damage was noted to the package or product. The procedure was completed with another cre balloon. The product was returned and on (B)(6), 2010 investigation results revealed that the balloon was torn circumferentially (contrary to what was initially reported), indicating a balloon burst. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device revealed no damage to the catheter, however the balloon was found to be torn circumferentially, indicating a balloon burst. The damage was likely incurred through operational context, and the root cause has been selected to portray this. The device history record review confirms that this device met all material, assembly and performance specifications. (B)(4)